Event description:
It was reported to medtronic neurosurgery that the shunt was found to be leaking postoperatively and so it was revised. The patient's current status was reported to be normal.

Manufacturer narrative:
The returned valve and integral peritoneal catheter were patent and met requirements for the leakage test. Therefore the conditions of the complaint could not duplicated by laboratory personnel. The valve met requirements for the preimplantation test. It did not meet all of the requirements for the siphon, reflux, and pressure-flow tests. Proteinaceous debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanism open resulting in siphoning, reflux, and low pressure-flow results. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as lot number was not provided. (B)(4).